Manufacturer narrative:
The insulin pump was received with no down arrow and intermittent select button response due to keypad button dome switches misaligned on the keypad traces. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to no button response. The insulin pump had scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the bolus button sticks. The customer's blood glucose reading was 172 mg/dl at the time of incident. Troubleshooting found that the batteries were changed but the problem with the keypad persists. The customer was advised that the device would be replaced and to return the product for analysis.